Event description:
It was reported the pt ((B)(6)) lost stimulation. In addition, communication can no longer be established between the ipg and external devices (charging system and pt programmer). Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.